Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump became frozen on a power source alert and the customer was unable to clear it. During troubleshooting with tandem technical support the alert was able to be cleared. Customer had elevated blood glucose (bg) levels (272 mg/dl). Customer stated that they will correct elevated bg levels via the pump.